Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause for the reportable event e237(scope error) was traced to component failure. However, a definitive root cause for the reportable events air/water cylinder and air/water tube had foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had e237 (scope error) and foreign objects (white) were present in the air/water cylinder and air/water tube. There was no patient involvement.